Event description:
It was reported that the patient was 1 day post-op from their lvad implantation when they developed cardiogenic chock. The patient was admitted to the intensive care unit (ICU) for monitoring. The patient reportedly had quite a few problems going on through this same hospitalization. As of now, the site has reported heart failure and cardiogenic shock, as well as volume overload perioperatively. Additionally, the patient developed metabolic/toxic encephalopathy that was believed to be secondary to the heart failure post operatively. Cardiogenic shock was the reason for admission to the ICU. It was reported that starting on (B)(6) 2021, the patient developed metabolic/toxic encephalopathy on (B)(6) 2021 that was thought to be secondary to heart failure. This issue was thought to possibly be related to lidocaine use, as well as the use of sedation medication that was given to the patient prior to surgery. With adjustments to medication, the issue resolved without sequelae. Additionally, starting on (B)(6) 2021 the patient was placed on intravenous lasix for volume overload. It was subsequently reported that the patient had improved and was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts for additional information regarding identifying information for the pump and the patient were sent to the account; however, the vad coordinator communicated that information could not be provided at this time. The heartmate 3 left ventricular assist system instructions for use lists respiratory failure as a potential adverse event associated with the use of the heartmate 3 left ventricular assist system. This document also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also developed respiratory failure on (B)(6) 2021 that was thought to be secondary to volume overload. The patient underwent diuresis treatment.